Event description:
PICC line tubing that attaches at the end of the hub component broke and began leaking profusely. PICC lead rn verified the leak by injecting fluid through the line after it had been removed. Patient was taken to or for removal and insertion of a new PICC line.======================manufacturer response for peripherally inserted central catheter, 3f x 60 cm single lumen PICC======================they would like return of the catheter for examination.